Event description:
Related manufacturer report number: 2017865-2022-06799. It was reported, noise resulting in oversensing, undersensing, loss of capture and inappropriate mode switching was noted on the right atrial (ra) lead. Additionally, noise resulting in oversensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted on the ra or rv leads. During the revision procedure, it was noted there was lead insulation damage on the ra lead. The ra and rv leads were capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.